Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced foot drop and loss of movement in their left leg post-implant procedure. Later, the patient became immobile from the waist down and as a result, surgical intervention occurred wherein the scs system was explanted to address the issue. Additional information received indicated patient is in a rehab facility.